Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) called to the customer site to further investigate the reported event. Fse confirmed that there were no further issues. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, sp system had a uncoverable fault associated with third instrument drive. The surgeon described the event as the instrument ¿freezing¿. The surgeon converted to dv xi to complete the procedure. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to start of procedure. The system functionality was checked upon powering up and it initially did power on without errors. The troubleshooting was not completed, and it was a non-recoverable fault that required a field tech to come out. Patient was already under anesthesia, so the xi system was brought in to continue. The procedure was robotically completed with the xi system. Additional ports were placed to complete the procedure. The patient did tolerate the change and no patient injury occurred.